Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded far-field r-wave oversensing (ffrwos). Technical services (ts) reviewed the device data and advised to consider extending the atrial blank post ventricular sensing from smart to 85 milliseconds. It was also recommended to monitor for future atrial tachy response (atr) episodes and it was discussed that the p-wave and the far-field r-wave appear similar in size. The ICD remains in service. No adverse patient effects were reported.